Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the surgeon picked up the lens by the haptic with forceps and pulled and the haptic detached. The lens was implanted. Postoperatively, the patient's vision quality was not satisfactory. The surgeon is planning additional intervention in order to sew the lens. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).